Event description:
It was reported that a pump critical alarm was heard and confirmed by telemetry due to zero ml reservoir volume reached. It was noted that the patient was not having any symptoms because he was being managed with oral medications; 34.4ml had been dispensed since the last update. The empty pump occurred on (B)(6) 2012. The patient did not get refilled in (B)(6) 2012 due to a medical condition. The patient had spent 3 months in the hospital being very sick with cancer, and "his pump was not the priority." The elective replacement indicator (eri) was less than one month, and the patient was having his pump replaced proactively prior to end of service (eos). No troubleshooting was performed. The pump was replaced. The physician was unable to aspirate from the catheter, but did not want to replace the catheter. It was not determined why the catheter could not be aspirated. The physician trimmed off the proximal segment of the catheter and disconnected it from the pump. He spliced a new piece of catheter from a model 8596 revision kit. It was noted that the patient was considered "opiate naïve" and the lowest simple continuous dose was too high for the patient. The physician diluted the concentration of hydromorphone. The patient outcome was not provided. The device system was used to deliver hydromorphone (dilaudid), clonidine, bupivacaine, and compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8703, lot# j94142195, implanted: (B)(6) 1994, product type: catheter; product ID: 8700a, lot# j90069575, implanted: (B)(6) 1990, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).